Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? How was the urinary retention confirmed? Please describe any medical intervention required to treat the urinary retention including medication name and results. Please provide the date and surgical findings of any reoperation performed. During reoperation, was the implanted device adjusted, cut or removed? Does the surgeon believe the urinary retention is functional or structural in nature? A. Functional: the local surgical trauma and the anesthetics in combination with other patient related issues b. Structural: if a pelvic mesh or sub-urethral sling was physically obstructed the urinary tract at the levels of ureters or urethra" what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? Product code and lot number? D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2024 and mesh was implanted. On 24 sep 2024, moderate residual urine was noted requiring in-patient hospitalization or prolongation of existing hospitalization. The patient underwent tape loosening in local anesthesia and was discharged/recovered/resolved without sequelae as of (B)(6) 2024. This event was reported as not related to the study device but having a causal relationship with the study procedure. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3a, a4, b7, d1, d4, e1, e3, h4, h6. Additional information received: adverse event term: difficulty urinating, start date: (B)(6) 2024, severity: mild. Is the adverse event serious? No. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Relationship to study device: not related. Relationship to primary study procedure: causal relationship. Intervention/treatment: none: no. Drug therapy: no. Surgical procedure, therapy, or intervention: no. Specify: blank. Non-surgical procedure, therapy, or intervention: no. Specify: blank. Blood transfusion: no. Other: no. If other specify: blank. Outcome: not recovered/not resolved. Did this event result in the patient¿s discontinuation of the study? No. Adverse event term: hardening of the skin at both puncture sides. Start date: (B)(6) 2024. Severity: mild. Is the adverse event serious? No. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Relationship to study device: not related. Relationship to primary study procedure: possible. Intervention/treatment: none: no. Drug therapy: no. Surgical procedure, therapy, or intervention: no. Specify: blank. Non-surgical procedure, therapy, or intervention: no. Specify: blank. Blood transfusion: no. Other: no. If other specify: blank. Outcome: not recovered/not resolved. Did this event result in the patient¿s discontinuation of the study? No. Additional information was requested and the following response was provided: name of index surgical procedure? Tvt exact in local anaesthesia on (B)(6) 2024. The diagnosis and indication for the index surgical procedure? Stress incontinence grade ii-iii, descensus vag. And uteri grade I. Were any concomitant procedures performed? No. Urether cystoscopy was performed routinely to rule out bladder or urethral injury. Other relevant patient history/concomitant medications? None. How was the urinary retention confirmed? Urinary retention was confirmed by bladderscan (ultrasonography). Please describe any medical intervention required to treat the urinary retention including medication name and results. Tape loosening in local anaesthesia was performed on (B)(6) 2024 on 9:56 a.m. After this intervention the bladderscan confirmed no residual urine. Concomitant medication on (B)(6) 2024: mefenam 500mg 3 times per day and 30 gtt novalgin tr. 500mg/ml 3 times per day (B)(6) 2024 lovenox injection s.c. 40mg (0.4ml) once/day (B)(6) 2024: cefuroxim fresenius 1.5 g nacl 0.9% 100ml once- for prophylaxis please provide the date and surgical findings of any reoperation performed. Operation on (B)(6) 2024 in local anaesthesia. During reoperation, was the implanted device adjusted, cut or removed? It was adjusted (tape loosening in local anaesthesia) does the surgeon believe the urinary retention is functional or structural in nature? Structural nature a. Functional: the local surgical trauma and the anesthetics in combination with other patient related issues b. Structural: if a pelvic mesh or sub-urethral sling was physically obstructed the urinary tract at the levels of ureters or urethra" please describe the "hardening of the skin at both puncture sides". Is this scarring? Patient reported of hardening of the skin at both puncture sides on (B)(6) 2025. The physician reported only a hardening at the left side with mild tenderness on pressure at the same day. Patient was instructed on self-administered scar massage. What is the physician¿s opinion as to the etiology of or contributing factors to these events? Tight sling position (1 mm distance tot he urethra) was detected on (B)(6) 2025 what is the patient's current status? Patient is "satisfied" with her current situation. No therapy was "recommended". Country of event? Austria. Product code and lot number? Lot 3944829.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information; d4 UDI number, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.